Manufacturer narrative:
A replacement easystand evolv was shipped to the medical equipment dealer on (B)(4) 2012. Once the replacement was received and delivered the equipment dealer was going to ship back the original easystand evolv for evaluation. An e-mail and two follow-up calls have been made as of (b)4) 2012, and altimate medical is still waiting to hear back more information regarding this issue and when this easystand can be returned for evaluation. If additional information is received and the easystand is returned for evaluation, a follow-up report will be submitted.

Event description:
On (b)6) 2012, altimate medical received a call from an independent representative that one of his medical equipment dealers had contacted him regarding an easystand evolv that would not descend to the seated position. Altimate medical was informed that this user had a seizure while in the standing frame; but have not received any additional information to date.